Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Literature article confirmed markers cd30+ and alk-.

Manufacturer narrative:
Article citation: 22 cases of bia-alcl: awareness and outcome tracking from the italian ministry of health. Campanale antonelle, boldrini rosaria, marletta marcella. Plastic and reconstructive surgery. Doi: 10.1097/prs.0000000000003916. The events of lymphoma - alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chronic seroma/alcl".

Event description:
Health professional reported "chronic seroma/alcl" on the left side. Device was removed. Pathological markers to confirm alcl have not been received, but literature article confirmed markers cd30+ and alk-. This event will be captured as alcl.